Event description:
It was reported that prior to starting a da vinci surgical procedure, the site was unable to power on the system. The site confirmed the surgeon side console ac power indicator was on, confirming the system was receiving power. The site changed out the power cable, however, the system would not power on. The pt was under anesthesia when the surgeon decided to abort the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the customer reported complaint was related to the primary power supply (pps). The pps is a +230v power supply with battery backup and contains logic and protection circuits to provide monitoring of under voltage, over voltage, over current, ac line status, over temperature, power supply fan faults, and detection of battery operation. The system was repaired by replacing the pps. As of may 7, 2009, there have been no reported recurrences of the issue at this hosp.